Event description:
The pt has had periodic inflammation and/or infection in the skin flap over the implant since 1995. In 2000 the implant was explanted. No decision has been made regarding reimplantation in the contralateral ear.